Event description:
As reported by the user facility: brief inquiry description: air bubble alarm with no visible air in line. Detailed inquiry description: epinephrine was primed at approx 0600 in preparation for open heart case and pump was placed in standby mode. At approx 1115 right after taking pump out of standby mode, pump began to alarm bubble alarm. Tubing was removed and no air was visible in tubing. Tubing was tapped, primed, and reinserted. 1117 epi alarmed again air bubble with no visible air in line. Tubing was reinserted. 1119 epi alarmed again air bubble with no air in line. Tubing was reinserted. 1121 epi alarmed again with no visible air in line. Tubing reinserted. 1123 epi alarmed againg with no visible air in line. Tubing was reinserted. Anes was not able to troubleshoot and called for a new bag and new tubing of epi. A new bag of epi was prepared and primed with new tubing on a different pump.this caused a 15 minute delay in the patient being able to be taken off bypass. Anesthesia stated a delay in coming off bypass due ail alarms with infusomat has happened multiple times. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon visual inspection of the returned sample, no defects were noted. The sample was attached to observe if it would fit into the pump. The tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested with no leakages observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested per specification and passed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted